Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the cause of death was unknown. A health professional reported that the patient had multiple sclerosis and the patient's death is not related to pump therapy. There was no pump malfunction.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient passed away on (B)(6) 2018. The cause of death is unknown. It is also unknown if the patient's death is related to pump therapy.